Event description:
It was reported that during a balloon kyphoplasty case at levels l1, l4, and l5, one of the ibts (inflatable bone tamp) revealed a pin-hole leak upon initial inflation at 80 psi with .75 volume in soft osteoporotic bone. It was reported that this was not due to any anatomical anomaly and the time of the surgery was delayed by approximately 15 minutes. The surgery was completed successfully with a new balloon. No patient allergy to the contrast media was reported and no fragments of the balloon were left behind.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Resubmitting electronically on (B)(4) 2013, because acknowledgements were not received on (B)(4) 2013.